Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions with material removed. The tube extension scratch marks measured roughly 0.061¿ - 0.377¿ in length. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log for the monopolar curved scissors (pn 470179-19/ lot k14211004 0167) associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2022 on system sk0438, with 4 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported during a da vinci-assisted surgical procedure, that the distal tip in the orange field is cracked. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) conducted follow-up to obtain additional information. However, no further details are available as of the date of this report.